Event description:
It was reported the programmer intermittently will not interrogate devices. The clinician could not be specific about which devices or any pattern. It was also reported the keyboard hinge is broken. The programmer and rf (radio frequency) head were returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2090 programmer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis found the rf (radio frequency) head will not interrogate; rf head cable found out of electrical specification. Amber led (light emitting diode) would not light on the rf head due to the rf head printed circuit board.